Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use a 1.5x12 mm sprinter otw ptca balloon catheter to angioplasty a lesion located in the first obtuse marginal. It was reported that on inflation to 6 atm a balloon rupture occurred. Np patient injury was reported.